Event description:
The tightened screw of the loaner unit did not tighten. The device was not in contact with patient. There was no patient injury. The event did not lead to increase surgery time. The device was tested before use in the operating room.

Manufacturer narrative:
Integra has completed their internal investigation on 07/19/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: no failure found. This device was manufactured on june 30, 2009 and a review of dhrs containing lot code 094 showed that all lots passed the required inspection points without mrrs, reworks or variances. Service history: date of service: 24/03/2016. Date of service: 08/02/2016. Date of service: 23/12/2015. A two year lookback in complaint system for this reported failure and or related to "tighten screw could not tighten" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Root cause undetermined. The customer complaint was not able to be confirmed.